Event description:
When the catheter was connected to the cable, there was no image displayed on the monitor. Trouble shooting was unsuccessful. The catheter was removed, and a new catheter was used. The new catheter worked properly. No injury to the patient.